Event description:
Customer reported the insulin pump kept alarming no delivery every six months. The device would alarm every time customer attempted to bolus. Customer's blood glucose was 115 mg/dl in the morning and at lunch it was 173 mg/dl. Customer reported the alarm was resolved with a complete set change. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.